Event description:
It was reported that an inflatable penile prosthesis(ipp) pump was tried but not used due to the pump bulb remaining flat and dimpled during testing phase before connecting the cylinder. It was explained that they tried several times to inflate the pump in the operating room, but it was hard to pump, noting that after compression, the pump bulb remained in a contracted state and remained contracted before a new attempt was made. Although, the pump bulb did eventually release.

Manufacturer narrative:
H10: product analysis: the ams 700 momentary squeeze pump was visually inspected; no leaks were found. The pump was functionally tested and failed deflate test. The pump failed deflation test which verifies fluid is moving from the cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed and 4psi of back pressure is applied on the cylinder. It took greater than 14 seconds to deflate from 20 psi to 4 psi; the specification is 14 seconds or less. Product analysis therefore concluded that this failure would affect the functionality of the device; a device malfunction was identified. The device history record DHR confirmed that the devices met all material, assembly and performance specifications. The ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was tried but not used due to the pump bulb remaining flat and dimpled during testing phase before connecting the cylinder. It was explained that they tried several times to inflate the pump in the operating room, but it was hard to pump, noting that after compression, the pump bulb was remained in a contracted state and remained contracted before a new attempt was made. Although, the pump bulb did eventually release.